Manufacturer narrative:
On (B)(6), 2025, mentor was notified that due to the contralateral right-sided capsular contracture, the patient underwent bilateral removal and replacement with 320cc (left-sided) and 340cc (right-sided) mentor memorygel boost breast implants on november 11, 2025. The left implant was removed as an elective implant exchange surgery. Date of explantation: (B)(6) 2025 on (B)(6), 2025, the mentor analysis lab received the suspect medical device for evaluation. On january 27, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 260cc mentor memory gel boost breast implant prosthesis. Post-operatively, the patient was diagnosed with asymmetry of the left breast as it was wider a different level inframammary during an in-office visit with a medical professional. As a result, the patient underwent a unilateral left breast surgical breast lift for correction. This report is for the left breast prosthesis.